Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was not working properly. A field service engineer found that cables were tied too tightly from manufacturing, potentially causing strain on the connections. Adjusted cable ties and added slack to relieve tension. System tested successfully and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had a bio-ID not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.